Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, stained keypad overlay, dried insulin - motor slide, and pillowing keypad overlay. In summary, customers alleged over delivery was not confirmed during testing. Unresponsive keypad not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value of 117 mg/dl. The customer also reported that they had over delivery issue of insulin by the insulin pump. It was reported that the customer had requested 10 units and the insulin pump had delivered 25 units of insulin. Partial troubleshooting was performed and found that the keypad numbers were ramping on their own, scroll bar was moving with no input and the up or down arrow button was stuck. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump and it will be returned for analysis.